Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a post-operative examination one day post implant, x-ray revealed that the right atrial lead had dislodged. The lead was explanted and replaced without issue on (B)(6) 2015. There were no adverse consequences to the patient.